Manufacturer narrative:
On july 31, 2024, mentor received additional information reporting a different impacted device. After multiple attempts to clarify the reported impacted device without success, mentor updated the impacted device to match the latest reported. The product code was updated to 3501650. The device lot number was updated to 9692013. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All relevant information regarding the reported impacted device was updated on this report. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On august 13, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor associates have reached out for further information to clarify the reported information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 29, 2024, mentor received additional information reporting that the correct product is the 425cc mentor smooth round moderate profile (catalog number 3501670) with lot number 9367662 and serial number (B)(6). Based on this information, on september 05, 2024, mentor reverted back the impacted device information to match the device with lot number 9367662. The blind device event that was returned to mentor with lot number will be captured in manufacturer report number 1645337-2024-10632. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 20, 2024, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
August 13, 2025, the mentor failure analysis lab has received the device for evaluation. Mentor received additional information reporting that the correct impacted device was a 425cc mentor smooth round moderate profile saline breast prosthesis (catalog number 3501670) with lot 9374296 and serial number (B)(6). Section d has been updated to reflect this additional information. On august 18, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Section e1 initial reporter postal code: (B)(6). Section e1 initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 605cc mentor memorygel xtra breast implant (catalog number tmpx605) with serial number (B)(6).